Event description:
It was reported that during a previous procedure of the circumflex in 2003 with a non-abbott stent resulted in an under-expanded stent and subsequent restenosis. During a recent procedure of the heavily calcified right coronary artery (rca), the balance middleweight (bmw) guide wire was advanced but could not cross the lesion and outside the vessel the device was noted to have kinked. The bmw was exchanged for a fielder guide wire and an atherectomy was performed without issue. A 3.0 x 12 mm xience v stent was delivered to the proximal rca and a 2.0 x 38 mm xience prime was placed in the distal rca. A 3.5 x 15 mm nc trek balloon catheter was used for post stent dilatation and to treat the restenosed stent, however, watermelon seeding was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi fielder wire. Stent: 3.0 x 12 xience v, 2.0 x 38 xience prime. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.